Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 199 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 203 and 197 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is 09/16/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): 209mg/dl, (B)(6) 2016, 01:09 pm, fasting: yes; 154mg/dl, (B)(6) 2016, 08:42 pm, fasting: yes; 121mg/dl, (B)(6) 2016, 11:59 am, fasting: yes; 147mg/dl, (B)(6) 2016, 10:19 pm, fasting: yes; 156mg/dl, (B)(6) 2016, 12:49 pm, fasting: yes.